Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. D9: device availability and return date were updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 180. H6: investigation conclusions code was added: 4307. H11: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation of the as returned devices identified the implant and bundle mount with signs of use. Apparent dried blood was seen attached to the implant's external threads. During a functional/physical test the mount did not disengage/release from the implant as intended. However, further evaluation and additional functional/physical testing with in-house instrumentation verified the mount disengaged from the implant at 32.2 ncm; suggesting excessive torque was used/applied to place the mount from the customer end. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the investigation and risk management file review, the most likely root causes determined from the investigation are incorrect techniques used - customer error, excessive torque applied. Therefore, based on the available information and functional testing, device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k943604. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during placement of the implant at tooth site #5, the mount was too tight and could not be removed. The dentist addressed the issue using an identical product from inventory.